Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose 2 months prior with blood glucose of 550 mg/dl at the time of the incident. The customer stated they had a bent infusion set cannula and did not get any no delivery alarms. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).